Event description:
Caller states that the patient tested 4.5 inr on device and 3.4 inr on a second device. No action was taken based on device results. Caller also reported a comparison where first device read 4.7 inr while the lab read 3.6 inr. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional vial of strips used with device: 3116247001, 375a, 1/31/08.